Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. Please see updated sections: d4,g4, g7, h2, h4, h6 and h10. Dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The physical device was not returned for inspection. The reported failure could not be confirmed. Due to no device return, olympus cannot conclude a root cause for this failure. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if there is no steam: a. Add more saline to the gauze pad. B. Ensure that both coagulating surfaces are in contact with the saline soaked gauze pad. C. Verify that the electrosurgical generator power switch is on. D. Verify proper connection of the device cord to the generator. E. Check generator function and setting. F. Decrease the amount of gauze pad surface contacting the coagulating surfaces. If steam is still not observed, do not use the device and call gyrus acmi customer service. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure the device was found not energizing. The intended procedure however, was completed with another similar device. The serial number of the device used to complete the procedure was not provided. There was no patient impact or harm reported due to the event.